Manufacturer narrative:
Medwatch fields d4 were updated. The 1st repeat result of 22 ng/ml was deemed to be correct. The calibration was last performed on 12-oct 2025, and the signals were lower than expected. No qc was performed. Based on the available data and information, the root cause was consistent with a local handling/ process issue, as the used vitamin d kit was not controlled. There was no evidence for a generic reagent issue. The re-centrifugation of the sample resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The vitamin d reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys vitamin d total iii assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 116.8 ng/ml. The sample was repeated twice. 1st repeat result: 22 ng/ml. 2nd repeat result: 23 ng/ml.